Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus was not aligned with the cursor on the display; overlay/bezel assembly found out of electrical specification. It was noted the stylus was missing. Analysis also found the media bay door would not close due to a damaged latch. (B)(4)

Event description:
It was reported that the programmer had display issues. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.